Event description:
The technician came into the patient's room to draw blood and found the PICC, peripherally inserted central venous catheter, line broken off with IV fluid running out onto the patient's bed. The patient did not notice that the line was leaking. The patient did not have any ill effects from this.